Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not powering on. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's system board and internal battery need to be replaced to address the issues.

Manufacturer narrative:
The previous follow-up/final submission report was incorrect and was a duplicate of the initial report. The manufacturer previously reported an allegation of a ventilator not powering on. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's system board and internal battery need to be replaced to address the issues.